Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted. See also medwatch 2210968-2011-01822 and medwatch 2210968-2011-01823 . The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined and met requirements.

Event description:
It was reported that a patient underwent a bowel resection surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the suture broke while tying a knot. There were no adverse patient consequences.